Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-30 serial: (B)(6) batch: 7086685 UDI: (B)(4). Product family: dbs-linear leads upn: m365db2202450 model: db-2202-30 serial: (B)(6) batch: 7133066 UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7138801 UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7137558 UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted to the hospital due to a worsening of clinical symptoms post implant procedure. The patient was diagnosed with a staphylococcus infection that affected the whole dbs system. The patient underwent a revision procedure where the full dbs system was explanted. The explanted devices were retained by the medical facility and were not returned.